Manufacturer narrative:
Product event summary: the device was returned and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection that was identified as septicemia. The patient¿s implantable cardioverter de fibrillator (ICD) system was explanted. The patient is enrolled in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient passed away approximately two months post implantable cardioverter defibrillator (ICD) system removal due to the septicemia infection.